Event description:
It was reported that an arteriotomy closure of a moderately calcified right common femoral artery was attempted using a proglide after an interventional procedure. Reportedly, a cuff miss occurred. A second and third device were used with the same results. A fourth proglide device was used to achieve hemostasis. A 6fr sheath was used. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that the anterior cuff was still engaged to the anterior needle tip and a small portion of the link was still attached to the cuff. Based on the investigation findings, the link was found to be broken at the anterior cuff. The link connects the anterior needle to the suture and if the link is broken from the cuff, the suture will not be present during plunger withdrawal resulting in the suture not being retrieved and the knot not forming to advance to the arterial surface to close the vessel. A link break can be influenced by many factors, including, but not limited to manufacturing, excessive tension during plunger retraction by aggressively removing the plunger and excessive force can be caused by high friction against the suture due to challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.). The analysis of the returned device did not find any manufacturing or quality deficiency detected that could have contributed to the reported event; therefore, a cause could not be determined. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint-handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The proglide device was used in a moderately calcified vessel and per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The additional perclose proglide devices are being filed under separate medwatch MFR numbers.